Event description:
This report is being filed as a result of changes to our MDR eval process. We have changed our process to better align with current agency policy. Customer had air in return line to pt. The customer did tell her they got the alarm where it tells them "there is foam in the reservoir." The pt is ok and did not receive air. The customer is satisfied that they incorrectly loaded the optia that resulted in some twisted lines down in the cartridge. This report is being filed due to the potential for air to pt.

Manufacturer narrative:
(B)(4). There is a potential for spectra optia to return small amounts of air to the pt through the return line when there is a small level of platelet aggregation in the return reservoir. This aggregation can be caused by the use of an insufficient level of anticoagulation for a given pt. The level of aggregation may be insufficient to activate the alarms designed to detect this condition at the current alarm limits. A service call was placed for checkout of the equipment. Rdf analysis of the incident was performed. Based on the run data file analysis and pictures taken during the run, it can be concluded that a platelet clump may have blocked the low level sensor and become lodged in the reservoir filter. Spectra optia provided an appropriate alarm. On-screen instructions were not accessed. It may be that starting this procedure at an inlet: ac ratio of 15:1 was not appropriate for this pt. It is possible that using an ac ratio ramp such as done on trima or spectra optia mncii might allow the center to run at this ratio if desired. Suggested ramp would be inlet: ac ratio of 8:1 for 100 mls of inlet, followed by 10:1 for 100 mls of inlet, and then 12:1 for 100 mls followed by ramp to the desired inlet: ac ratio for that procedure. This ramp has been automated on mncii with good results but has not been tested or implemented on tpe. It is expected that this process may help and should cause no harm if higher inlet: ac ratios are desired. A clot in the filter blocked the level sensor enough to cause air to be drawn into the return line. Conclusion: inappropriate anticoagulation contributed to the event.